Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they were not feeling well. Also the patient could tell when they pass under power lines and wanted their device checked. Follow up with the clinic found that the patient was seen following their reported symptoms and the device checked out fine. However, reprogramming was done to turn off the device auto capture pacing feature because the patient did not like the effects and the device was set to a minimum output of 2.5 volts. The device is still in use. No patient complications have been reported as a result of this event.